Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a few weeks of implant, the device did not display percentage pacing, nor were other diagnostics available. Implant detect was programmed off on the device, and the device remains in use. No patient complications have been reported as a result of this event.